Event description:
It was reported that implant fractured during a procedure. No additional information was provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: lot number unknown / not provided. D6a: implant placement date unknown/not provided. G4: additional PMA/510(k) number ¿ k101880. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.